Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints. The reported patient effect of unchanged mitral regurgitation (mr), as listed in the mitraclip system gen 4 instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported migration (partial clip movement) was due to challenging patient anatomy. The reported unchanged mitral regurgitation was likely a cascading effect of the reported migration (partial clip movement). The reported additional therapy/non-surgical treatment was a result of case specific circumstances as another clip was attempted to be implanted to stabilize this clip. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This report is filed due to possible partial clip movement. It was reported that on (B)(6) 2020, the patient presented with a posterior leaflet 3 (p3) prolapse and degenerative mitral regurgitation (mr) grade 4. One mitraclip (cds0701-xtw 00319u174) was implanted without issues. Post-implantation and due to the p3 prolapse, the clip motion on the leaflets was observed. The clip remained implanted, however, there was more clip motion than expected. Partial clip movement on the leaflets could not be excluded and the mr remained unchanged at grade 4. To stabilize this clip, another mitraclip (cds0701-xtw 00319u105) grasped the leaflets without a device issue, however, the mr remained grade 4 with each post-grasp assessment. It was decided to not implant this clip and the device was removed without issue. There was no adverse patient sequela due to either device. Once cds0701-xtw 00319u105 was removed and on the back table, the grippers were tested. During this testing, the grippers could only drop ½ way. No additional information was provided regarding this issue.